Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via 2210968-2024-05419 2210968-2024-05420

Event description:
It was reported that patient underwent an unknown procedure on (b)(5) 2024, and suture was used. The suture broke when the surgeon attempted to tie a knot with the suture. Changed to another one to continue the surgery, and the same problem happened. Changed to another one to complete the surgery. There is no report of patient injury. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/20/2024. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One open sample that pertains to the product w9915 was received for analysis. In addition, a photo was provided which shows two open samples inside a glove with the same product code. Upon visual inspection of the returned sample, the suture was received dispensed and without unused. Also, no breakage suture was noted. The product code w9915 contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined and the functional test could be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.